Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was used for a total abdominal hysterectomy. Incomplete sealing occurred after an end tone was heard, indicating a completed seal cycle. Another device was used to complete the procedure. There was no bleeding, tissue damage or pt injury.